Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. It was unknown if the initial troponin result was reported outside the laboratory. The customer performed repeat testing with the sample on the same e 801 module after testing qc. At 12:50, the patient's initial troponin result was 126 ng/l. At 17:40, the patient's repeat troponin result on the same e 801 module was 51.5 ng/l with a data flag. The troponin reagent lot number was 530951 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and the results were acceptable, but the results lower than the expected results. The investigation reviewed the sample pre-analytical details and the provided information does not point to a sample handling issue. The investigation reviewed the system alarms and found sample-related alarms. The investigation found the required maintenance item liquid flow cleaning was delayed for 18 hours. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.